Manufacturer narrative:
The device product and serial number have been updated. The user facility was advised that the issue would be corrected by properly aligning the velcro on the mattress with the velcro on the litter. The user facility confirmed they did not require further action.

Event description:
It was reported that the mattress is sliding off the stretcher when moving the patient. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the mattress is sliding off the stretcher when moving the patient. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.